Event description:
Misidentified advia centaur hcg results were obtained on patient samples. One result was reported to the doctor before the issue was detected. The sample was repeated and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the misidentified hcg results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer field site. Analysis of the instrument and instrument data indicated that the cause for the discrepant hcg results was due to the locating pin, inside the stat energy, which was missing. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.